Event description:
It was reported that the device stopped functioning four years ago and the ipg was deemed inoperable. As such surgical intervention took place wherein the ipg was explanted and replaced with a new device. Post procedure effective therapy was restored.

Manufacturer narrative:
Event date: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.